Event description:
It was noted the pump alarm had been going off "all week" but at first the patient was reportedly confused because he thought it was something else.

Event description:
It was reported that the patient heard an alarm. The patient had a refill at the end of (B)(6). The pump was interrogated and a motor stall was confirmed in the event logs. A motor stall occurred on (B)(6) 2013 with stop pump period may exceed tube set message on (B)(6) 2013. No motor stall recovery was recorded. It was noted the patient did not have a magnetic resonance imaging (MRI) on or around 1/7, and there was no specific known cause of the motor stall. The drugs in the pump were bupivacaine and dilaudid. It was additionally reported that the patient was stable and they were supplementing with oral pain medications. The bupivacaine and dilaudid were removed; the pump was filled with saline, and was set to minimum rate mode. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l78430, implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).